Event description:
It was reported that the battery was not working; main pcb board had an issue. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device was returned for repair. The device was visually and functionally tested. The reported malfunction was confirmed but root cause was not established. The device was repaired and returned to the customer. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.